Event description:
It was reported that during set up of the cs300 intra-aortic balloon pump (iabp) unit, the screen was blank and hard to read. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed that the screen was distorted and unreadable. To fix the issue, the fse replaced the 10.4" display, cable and mounting plate of the unit. The fse performed a full preventative maintenance (pm) service, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during set up of the cs300 intra-aortic balloon pump (iabp) unit, the screen was blank and hard to read. There was no patient involvement, and no adverse event reported.